Event description:
Patient in gi lab for endoscopic retrograde cholangiopancreatography (ercp) and stent removal. Upon removing stent, it began to unravel and would not come out of duct. Physician was able to remove stent from duct but still had a stray wire in duct and unable to remove. Transferred patient to another facility for removal. Stent malfunction.